Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. It was cracked on the keypad support lens and missing the battery. Power up process and audio test - medfusion functional testing was performed. Unable to duplicate the primary audible alarm post at power up. Audio test, at level 1, the reading is 12, level 2 is 25, level 3 is 51, level 4 is 111 and level 5 is 171. No evidence of a hardware issue that could contribute to the reported primary audible alarm was found. Per software release notes, ¿this firmware release corrects the issue of pumps falsely identifying a paa system failure in most, but not all conditions. There may be instances when the alarm loudness is set to level 1 (quietest) that the pump alarms for paa system failure when there is no issue with the audible alarm. When infusing critical medications, ICU medical recommends setting the alarm loudness level between level 2 and level 5 (loudest) to ensure paa system failure alarms do not occur." The customer's complaint was not duplicated or confirmed, and no root cause could be determined. Repair was not needed due to no problem found on the speaker. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a primary audible alarm on the screen. There was unknown patient involvement, and no harm/adverse event reported.